Manufacturer narrative:
Inratio precision data provided by end-user lot 060600: first test inr =6.2 second test inr = 5.8. Mean = 6.0; sd = 0.28; %cv = 4.7. The %cv is less than or equal to 20%. Per internal procedure, the precision passes the criteria for precision. The test is considered precise and no further testing is required at this time. Inratio precision data provided by end-user: first test inr = 4.3 (sunday) second test inr = 2.3 (monday) mean = 3.3; sd = 1.4; %cv = 42% the %cv is greater than 20%. Per internal procedure, the precision failed the criteria for precision. The time interval between tests was > 3 hours. The comparison was considered invalid. No further testing required.

Event description:
Caller alleged imprecision with inratio meter. Results as follows: first test inr=6.2 second test inr = 5.8, first test inr = 4.3 (sunday) second test inr = 2.3 (monday).